Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised chair coasting two or two and half feet after releasing joystick.